Manufacturer narrative:
Unique identifier (B)(4). Device was requested for return but was unavailable.

Event description:
A patient's husband complained of questionable inr results from a coaguchek xs meter with a serial number of (B)(4). The result at 7:36 am was 5.4 inr. The result at 7:39 am was 3.6 inr. The same finger was used for both tests. The first sample was applied within 20 seconds of lancing the patient's finger while the second sample was applied 3 minutes after the lancing of the patient's finger. The results provided were confirmed from the meter's memory. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's husband believes the 3.6 inr result to be accurate. The erroneous result was released to the patient's doctor, but the patient did not receive any medical treatment based on the result. There was no allegation of an adverse event. The patient was stable. The patient washed and dried their hand prior to testing but did not use alcohol pads. There was no symptoms of high results. There was no changes in coumadin dose or change in diet. The patient has a urinary tract infection and is on antibiotics. The patient is not anemic, has no antiphospholipid antibodies, is on no heparin therapy or direct thrombin inhibitors. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The patient's husband returned only the coaguchek xs meter and stated the strips are unavailable to be returned. Relevant retention test strips (lot 272163) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr, donor 2 inr: 3.2 inr. Donor 1 hct: 47%, donor 2 hct: 54%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr, customer meter with masterlot strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 3.2 inr, customer meter with masterlot strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Customer reported using the same finger for both tests. The finger was also not decontaminated with alcohol. First sample was applied within 20 seconds, and the second test sample was applied in 3 minutes. The product labeling states that all of these actions are known to contribute to inaccurate results.